Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: investigation revealed a dim and discolored display. Unrelated to this issue, the pump was returned with the bolus button cover missing, making testing of the bolus button functionality impossible. In addition, the keypad was peeling off. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 10/12/2016. Investigation revealed a dim and discolored display.